Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation, the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The customer initially reported the device was not available for return. However, the device was later returned to the olympus service center. The device was found to have cracked and stretched bending section cover adhesive, dents and scratches on the distal end cover/hold ring, and control body label issues. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. The lot number of the distal cover, which was used with the subject device, was unknown. The user didn¿t report nonconformity of the subject device. A CAPA has been opened for the suggested event. The suggested event is not due to design. There was no information on obvious misuse of the subject device. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of suggested event may be due to: I) when user operates suction while opening space of the distal end is close to the mucosal surface, the mucous membrane is sucked into the distal cover. If user withdraws the device in this state, the mucous membrane will be damaged with the edge of the distal cover. Ii) the distal cover cracked on the tear-off line due to improper attachment of the cover to the device. If the distal end is pressed against the mucosal surface in this state, the mucosa is caught in the cracked part and damaged even if the suction operation is not performed. The user could prevent the suggested event because the instructions for use states as follows: important information ¿ please read before use: examples of inappropriate handling: applying suction with the distal end of the endoscope in prolonged contact with the mucosal surface, with higher suction pressure than required, or with prolonged suction time may cause bleeding and/or lesions. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on MDR# 2951238 - 2021 - 00314.

Event description:
It is reported a patient had an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope with disposable cap. Suction was set at 120mm/hg for this procedure. During this procedure, the doctor noticed bleeding from the patient's mouth after the scope was inserted, the doctor withdrew the tjf-q190v scope, and the procedure was aborted. The patient had to remain intubated after the procedure. The patient was transferred to another hospital for a higher level of care. Five days later, a repeat ercp and esophagogastroduodenoscopy (egd) was performed by a second doctor using the older model scope without disposable tip. During this procedure the doctor saw a 13cm long 2-3mm wide healing laceration extending from her ge junction to the upper mid esophagus. The injury necessitated blood transfusion, prolonged endotracheal intubation following the initial ercp, hospital transfer to a higher level of care, several more days stay as an inpatient, as well as causing significant painful swallowing for 2-3 days. The patients current condition is described as recovered fully, discharged home, with a planned ercp to remove the bile duct stent which was placed, probably in mid to late may.

Manufacturer narrative:
This report is being updated to provide additional information reported by the customer. New information is provided.

Event description:
New information provided by the customer: I am unaware of the scope ¿malfunctioning.¿ the disposable cap used in the procedure is not available for evaluation, it was discarded after the procedure. Operative reports provided with the following information: for the procedure completed 14mar2021: the patient took enoxaparin last one day prior to the procedure. The patient's asa (anesthesia risk score) was iii-patient with severe systemic disease. The diagnostic ercp was aborted due to pyloric stenosis and esophageal mucosal injury resulting from the passage of the duodenoscope with bleeding. The ercp was technically difficult and complex due to excessive bleeding and duodenal stenosis. Evaluation of the duodenoscope revealed the plastic tip in proper position. For the procedure completed 19mar2021, the patient's asa (anesthesia risk score) was iii-patient with severe systemic disease. The patient's pylorus was slightly strictured and required dilation before passing the tjf-180 scope without distal cap. Multiple attempts (over a 30 min period) were required to cannulate the bile duct. A bile leak was visualized at the level of the cystic duct clips. A stent was placed in good position. No further consequences to the patient have been reported.